Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient experienced pain in her hip. MRI identified elevated cobalt levels and fluid. During surgery, a hole was noted in the capsule and fluid and pseudo tumor was seen and excised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 12/14 cocr femoral head 32 mm +3.5 catalog#: 00801803203 lot#: 62288134, modular cup neutral liner longevity 50/52/54x32 catalog#: 00630505032 lot#: 62257415, trilogy acet shell 52 mm od cluster catalog#: 00620005222 lot#: 62178683, bone screw 6.5x35 self-tap catalog#: 00625006535 lot#: 62239415. (B)(4). Reported event was confirmed based on the photo of the stem. Black debris was observed in the photo. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.